Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer performed corrective actions by cleaning the microswitches and retightening the wire harness connectors. The latch assembly was disassembled to strengthen the solenoid plunger spring and then reassembled to provide stronger resistance during latch reset. The hardware testing application was accessed afterward to test latch functionality, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower n4w-icu4f2 compartment 4 door failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.